Event description:
It was reported that the patient never had therapeutic effect, experienced a shocking/jolting sensation, and experienced stimulation in the wrong location. Reprogramming, impedance tests, and x-rays were performed. Reprogramming was unsuccessful. Follow-up programming was going to be scheduled. Follow-up determined that the follow-up reprogramming was completed and was unsuccessful. A lead revision was stated to have occurred on 2015-(B)(6). Further follow-up confirmed that two implanted leads were removed due to difficulty steering them. Two new leads were placed. No system malfunctions were seen intra-operative. The patient noted receiving adequate parenthesis post-operation. No further follow-up was required.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: 2015-(B)(6), product type: lead. Product ID: 977a260, serial# (B)(4), implanted: 2015-(B)(6), product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).